Event description:
Customer reported meter results of 31 mg/dl and 34 mg/dl on this device, inform system 1, 81 mg/dl on inform system 2, lab result of 76 mg/dl within 10 mins. Customer reported no pt symptoms, pt given "d50" based on 31 mg/dl and 34 mg/dl on inform system 1. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff ruled out the possibility of an access problem and attributed the event to improper needle placement. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.